Manufacturer narrative:
Technical support - recommended (B)(6) to replace oridion module kit. (B)(6) will send unit in for flat fee repair. The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture (B)(6) 2018 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that the device displayed a channel error. There was no patient involvement.